Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) levels of over 400 mg/dl (value not provided). Reportedly, the cause was the insulin going bad approximately 24 hours after being loaded into cartridge. Customer attempted to bring bg level down by delivering a bolus through the pump and manual injections, along with changing the infusion set and cartridge. Additionally, the customer went to the emergency room (ER) where intravenous insulin was administered to address the issue. The customer was subsequently admitted to the hospital where an intravenous insulin was used to resolve the issue. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage. Tandem technical support offered to troubleshoot the allegation of the insulin going bad, however customer declined.